Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep was unsure if the explanted ins had been returned. They indicated that they were not at the replacement, they were only at the pocket revision surgery, so they could not speak to whether the ins was returned or not. The cause of the ins not working was unknown as well. The rep indicated that it charged without issues since the pocket revision. It was indicated that the patient initially reported the event to them at their pocket revision surgery. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it sounded like the patient¿s battery was not working and the patient was going to have a battery replacement today. The rep wanted to know what extensions were compatible. The rep indicated that they did not have further details about the issue with the battery as they had not attempted to interrogate the battery or talked to the patient. The event date was asked but was unknown. No further complications were reported/anticipated.